Manufacturer narrative:
The insulin pump had intermittent button press noted due to corroded keypad trace. No button error alarm noted. Missing end cap sticker noted during visual inspection.

Event description:
It was reported that the customer's insulin pump alarmed button error alarm several times and the device was frozen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.